Event description:
It was reported that the patient was having high blood glucose. Customer stated that there was blood at site after sensor insertion. Customer's blood glucose was 27.1mmol/l. Troubleshooting was done. The customer was advised to change the sensor and insert the sensor in a different location and monitor the site. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.